Event description:
Dealer states the consumer was going down a ramp and the chair allegedly veered to the right causing the chair to go off the ramp and the chair wedged between the car and the ramp. No injury reported. Consumer alleges the paint chipped off the front bumper when the chair hit it.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.